Event description:
It was later reported that patient had constipation and out of control irritable bowel. Presently patient was taking anatiza, miralax, vegetable and see fibers and acidophilus and yoghurt. The bladder control treatment were myrbetriq and interstim. The patient mentioned other medical histories that included: lupron (in test study group at university), the results were very positive next the FDA considered it to be a medicine that could leave serious side effects. Food allergy treatments (drops) which were ineffective. Food rotation and elimination were effective, challenge testing was used. Lifestyle changes: mediterranean diet, exercise, stress reduction. Allergy treatment at (B)(6).

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the lead was not working for bladder and bowel. The patient stated that the new lead isn't as good as the previous and isn't sure if it's defective because it was implanted deeper. The patient also noted that she had to be reprogrammed 5 times and after the first programming, when she stood up, she would experience shooting pain down her leg. This issue occurred immediately after implant in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.